Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a hardware low level failure alarm. The customer¿s blood glucose level was 108 mg/dl. The customer stated that the fill cannula was recorded in daily history. The customer was able to successfully clear the alarm. The customer was able to complete insulin pump rewound. Customer stated that they performed self test and it was passed but he received hardware low level failure alarm again after self test. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.